Event description:
Reporter stated that a lancet is protruding from the multiclix lancet drum. Neither reporter nor patient experienced an unintentional puncture as a result. No injury was reported. Reporter did not provide the location where the problem was first discovered. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The multiclix lancets are the suspect device.